Event description:
It was reported that patient received inappropriate atp therapy for supraventricular tachycardia. Programming changes were made. Patient is well.

Manufacturer narrative:
Initial reporter: unknown.